Manufacturer narrative:
Section h4 (device manufactured date) has been updated based on returned product download. Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Data was extracted using approved software and the sensor was in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. However, there was a watermark at the base of the tail (indicating that the sensor was applied correctly). All results were within specification. Therefore, this complaint is not confirmed. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor" message on the adc freestyle libre sensor after 9 days of wear. Customer experienced tiredness and had contact with healthcare provider who diagnosed them with hyperglycemia and provided unspecified treatment. Customer additionally self-treated with insulin. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor" message on the adc freestyle libre sensor after 9 days of wear. Customer experienced tiredness and had contact with healthcare provider who diagnosed them with hyperglycemia and provided unspecified treatment. Customer additionally self-treated with insulin. There was no report of death or permanent impairment associated with this event.